Event description:
It was reported that the patient presented for a pocket revision due to the device being very superficial and the patient with very thin skin. It was decided to place the device submuscular. The patient¿s device had 2.5 years remaining to elective replacement indicator (eri), so it was also decided to change out the device at the time of the pocket revision. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of erosion was not confirmed. The device was returned for analysis. Analysis found no anomalies.